Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the directions for use (manual). Pain is known side effect of natural breast feeding and is also a known side effect of using breast pumps. Best practices in breast feeding such as changing the position during the use the device or using a larger cushion. The device has been requested from the consumer for a product evaluation.

Event description:
Consumer alleges that using the device hurts her nipples. She states that, "they get sucked into the pump and very little milk comes out." She alleges to now have mastitis. She has talked to a lactation consultant and has purchased a pump that works well.

Manufacturer narrative:
This device had been designed according to safety standards and is safe when used according to the direction for use (manual). Pain is a known side effect of natural breast feeding and is also a known side effect of using breast pumps. Best practices in breast feeding such as changing the position during the use of the device or using a larger cushion. The device was requested from the consumer for product evaluation, no device provided.

Event description:
Consumer alleges that using the device hurt her nipples. She states that, "they get sucked into the pump and very little milk comes out." She alleges to now have mastitis. She has talked to a lactation consultant and has purchased a pump that works well.